Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient had her rns neurostimulator and leads explanted on (B)(6) 2024. The patient showed up to her rns appointment and stated there had been drainage from the incision site. Per the physician, the white blood cell count was normal, but due to the pinhole opening and drainage the decision was made to explant the rns system.